Event description:
The infusion tube detached from the drip chamber.

Manufacturer narrative:
Results - one used unit was received for analysis. Visual examination of the unit showed that the tubing detached from the nozzle of the drip chamber. The separation may be due to the gap that is greater than 2mm that caused the tubing to detach during application. Conclusions - a corrective has addressed the following: 15 september 2006 - the production associates were re-trained regarding visual inspection criteria for no gap between the tubing and the drip chamber. On 18 september 2006 - the supplier implemented 100% inspection for the first 3 lots starting september (after training) for no gap between tubing and drip chamber during their outgoing inspection as per the update procedure to prove effectiveness of training. On 06 december 2006 - an on-site audit was conducted at the supplier location as a follow up for actions taken on the complaint. The audit outcome showed relevant actions had been taken. Additional improvements are currently being implemented and are as follows: to implement a new cup for solvent which has a minimum mark for the solvent level of 14mm. As of next product in january. To implement a work instruction to hold the tube to the dripchmaber for 1 second, to avoid tube sliding back, as of next production in january. To change tube cutting system to allow a better rectangular cut - implementation by end of january.